Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 heater wire separated from the jaw in the cutting device but did not detach. The same device was used to complete the procedure. An additional incision was also needed to finish the case. The hospital did not report any pt effects. The device will not be returning for investigation as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Internal file number - (B)(4).